Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was suspected to have declared elective replacement indicator (eri) or end of life (eol) due to charge time measurements. Additionally, it was thought that the device displayed an alert message for low voltage. A save all to disk was attempted to be performed, however, was unsuccessfull. Additional steps were being taken to pull information from the device. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that the save to data disk was successful. Engineering analysis confirmed that no codes were visible. Four single bit memory errors that were automatically detected and corrected had occurred, however, were not visible to the user. No further information was available.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.